Event description:
A customer reported that there were no cuts during a vitrectomy procedure. Additional information has been requested.

Manufacturer narrative:
Additional information: the system was examined and the reported event was replicated. The vitrectomy valve component was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 11, 2010. Based on qa assessment, the product met specifications at the time of release. An internal investigation has been opened to address the issue. The root cause of the reported event can be attributed to a nonconforming component. An internal investigation has been opened to address the issue. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).